Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Lower anterior resection, the physician attempted to perform dst anastomosis as usual, and docked the mouth side and anal side. After firing, when confirming the anastomotic part, the staple did not form successfully, so additional resection and re-anastomosis were performed. The second anastomosis could be completed without problems, somehow the procedure was also completed safely. The surgical time was extended by less than 30 min.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted loose and not properly formed staples. Visual inspection of the device under the microscope displayed nicks on the knife blade. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partially severed cutting ring and not formed staples may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Replication of the observed knife blade damage may occur if the instrument is a pplied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.